Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was saftey shield failure. The following information was provided by the initial reporter: customer problem: customer reports that safety device breaks off while using cat 368650. Steps taken with customer/troubleshooting: per customer, pink safety device is breaking off from base when covering the safety needle. This causes the safety shield to slide further along the needle and creating a potential needle stick injury. Customer reports that safety device breaks off while using cat 368650.

Manufacturer narrative:
H.6 investigation summary: material #: 368650. Lot/batch #: 3073407. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was saftey shield failure. The following information was provided by the initial reporter: customer problem: customer reports that safety device breaks off while using cat 368650. -steps taken with customer/troubleshooting: per customer, pink safety device is breaking off from base when covering the safety needle. This causes the safety shield to slide further along the needle and creating a potential needle stick injury. Customer reports that safety device breaks off while using cat 368650.